Manufacturer narrative:
Follow-up #1 submitted 04/03/2013: on (B)(6) 2013, the patient called back as requested and reported that this hypoglycemic incident was due to user error. He is a new pumper, and had manipulated the cartridge and cartridge cap while attached. The patient confirmed that diet/activity or alcohol consumption did not play a role, and stated there is no allegation against the pump. The patient reports that his bg was 16 mg/dl when ems responded. He was treated with glucagon and when his bg reached 45 mg/dl, ems left him in the care of his mother, an ICU nurse. The patient reports states his bgs normalized and he has not had any further hypoglycemic event since this incident. Cts instructed patient on importance of always disconnecting from skin site before manipulating the cartridge cap and always disconnect from pump for ezprime. Patient did not want to review the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they were having a diabetic reaction. The patient stated they were breathing heavy and advised he was having shortness of breath. The patient was difficult to understand and agitated. The patient he stated he did not know how high is blood glucose (bg) was and that he could not figure out how to work the menu on the pump. The patient stated that he could not find glucagon so his wife gave him sugar water. The patient gave phone to his wife and customer support (cs) requested bg information from her. The wife did not know and did not know how to obtain it. Cs advised wife that 911 would need to be contacted and one of our animas health care professionals would be on the phone to assist. During transfer the patient's wife disconnected. Cs called back and the attempts were not successful. The local police department was contacted and emergency responders dispatched to the residence. Cs called the patient back and the patient was alert, agitated, frustrated and wanted assistance in testing his bg. The call was disconnected. The clinical manager contacted animas cs and she stated that the reporter mentioned that the patient was treated with sugar water and his bg is 196mg/dl and he did not need to go the hospital. Cs contacted the patient and requested a call back to obtain information about what he thinks caused the hypoglycemic episode.